Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was in the pool with their insulin pump attached to them. The customer has a blood glucose level was 101 mg/dl at the time of the call. The customer states that the pump was exposed to fluid/moisture. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
No traces of moisture were noted at the keypad traces, electronic assemblies or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.